Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control evaluated the customer device and was not able to verify and duplicate the reported issue. However it was found that layers of the a10 main keypad were compromised and one of the elastomer-rubber keypads is missing from the internal keypad, preventing the device from powering on. It determined that the root cause of the reported issue is the damaged a10 main keypad assembly. After the a10 main keypad was replaced, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.